Event description:
Procedure type: lobectomy. According to the reporter: the surgeon used endo gia to fire, after it fired and ready to release. It was found the black release button could not be returned. So the (B)(4) caught the tissue and could not be released. Then the surgeon chose a handheld vascular clamp to assist open the jaws. But the jaws still could not be opened. So the surgeon cut the nail together with the tissue. After the reload was restored to the linear, state, the black release button returned. The nail was released. There was unanticipated tissue loss. There was no bleeding reported in excess of 500cc. Surgery time didn't extend by 30 mins or more. The pt is in good condition now. No reinforcement material was used.

Manufacturer narrative:
(B)(4).